Manufacturer narrative:
Investigation summary: a complaint history check was not performed as the lot number is unknown for this complaint. A device history record review was not performed as the lot number is unknown for this complaint. A review of the applicable risk document indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. The root cause was not concluded due to unavailability of batch information.

Event description:
No additional information.

Manufacturer narrative:
E4. The initial reporter also notified the FDA on 30-mar-2026. Medwatch report is mw 5186223. E1. Address information was not provided; therefore, (B)(6) was used as the state. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.

Event description:
It is reported, needle 27g x 3/8, connection issues, causing leak.